Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material in the adhesive gap was caused by insufficient cleaning. Identification of the material could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the evis lucera duodenovideoscope had a forceps elevator wire (k-wire) that was completely cut off. There were no reports of patient harm. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: there was a gap in adhesive area between plastic cover and distal end and there was a foreign object inside the nozzle. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to the olympus service center for evaluation and the customer's reported issue was confirmed; the nozzle had foreign objects was due to insufficient cleaning. Additional evaluation findings: water tightness is lost due to wear of forceps control lever; plastic distal end cover, connecting tube, lock engagement lever, free-engage knob, upward/downward angulation control knob, right/left knob, switch box, control unit, protector of universal cord on suction connector side and control section side, scope cover, suction connector, universal cord, and grip had a scratch; nozzle was deformed; suction cylinder was shaved; control unit had discoloration; water removal ability does not meet the standard value and water supply volume does not meet the standard value, air supply volume does not meet the standard value due to clogging of the nozzle; adhesive on bending section cover had a crack; the play of upward/downward angulation control knob was out of the standard value and bending angle in up direction does not meet the standard value due to wear of angle wire; adhesive around light guide lens was peeled and cracked; forceps channel port was shaved; and electrical connector had discoloration due to water leakage. It was unknown if the customer cleaned, disinfected and sterilized the device prior to sending to olympus for repair. The customer does not know what the foreign material is. It was unknown if there was a delay to pre-cleaning. It was known if the air/water nozzle was flushed with water and air. The customer was uncertain if there were abnormalities in the accessories used for reprocessing. It was unknown if the air/water nozzle was wiped/brushed with clean lint-free cloths, brushes, or sponges. It was unknown if the air/water nozzle was flushed with detergent solution. There were no other concerns with reprocessing. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.